Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro 2 (w/ vasoshield) to harvest the saphenous vein. The harvester started to prepare for branch ligation. However, it was noticed that the tip of the hemopro 2 bisector was bent. The harvester did not notice the tip was bent until after it was inserted into the cannula. Therefore, they are presuming that the tip was bent when it was inserted into the device. Due to this defect, it was decided that the device was not safe for use and therefore it was removed from the surgical field. A new hemopro 2 kit was opened and the remainder of the case was finished with no issues. No injury occurred due to the defect.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode trend analysis: (4110/213/67 ) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10 /13 & 22) the device was returned to the factory for evaluation on 04/04/2022. An investigation was conducted on 04/14/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed and bent away from the hot jaw from the base with detachment at the tip of the hot jaw. There was no visual defects observed on the clear insulation on both the cold and hot jaws. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed..